Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. It was reported that the pt received an ipg battery low message, and the pt was still receiving stimulation. The message was thought to be related to battery passivation. It was reported that the low battery flag was cleared, and no further issues were reported.